Event description:
It was reported the subject device had speed control button not working. The defect was noted during other procedure and it was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flow rate setting cannot be adjusted. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had speed control button not working. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.